Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the lcd was missing lines on the insulin pump. Customer's blood glucose was 8.6mmol/l. Customer also had issues with the rewind function, it would take five minutes. The piston would also make loud noises. Customer was advised to revert to back up plan. No further information reported.